Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the yaw pulley. The conductor wires were not damaged. The instrument passed an electrical continuity test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument could no longer be opened or closed. The procedure was completed with no reported injury using a backup instrument. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.